Event description:
Philips received a complaint from customer biomed reporting while not in use there was an error code 1107-primary alarm failed. No reports of patient/user harm or injury.

Manufacturer narrative:
H10: the customer informed the remote service engineer (rse) that there was an 1102 (check vent: primary alarm failed) error code presented on the device. The customer requested service by a philips field service engineer (fse) at their site. The customer was provided part information for a replacement central processing unit (cpu) printed circuit board assembly (pcba) by the rse. In a good faith effort (gfe) response from the fse received on 19may2023, it was stated that the cpu pcba was replaced. The fse confirm that the device was returned to full functionality and put back into use. In a gfe response from the fse received on 22may2023, it was stated that the replaced cpu pcba was returned for evaluation. The replaced parts have not been received for internal component analysis at this time. When the parts are received, this complaint will be reopened for component root cause investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that there was no repeat of any alarms when the returned cpu pcba was installed into the pil test device. Additionally, the pil technician verified that the cpu pcba passed all engineering testing and all voltages required for the proper operation of the pil test ventilator were well within allowed specification. Pil tech's investigation concluded that there was no problem found, and that the cpu pcba operated as designed.